Event description:
It was reported the device could not be programmed and that it failed in commodity inspection. The device was returned to the manufacturer still sealed in the original shipping package.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis found a no output and no telemetry condition. The anomalous telemetry and output failure was found to be caused because the device was power on resetting every 3 seconds. After electrical testing, the reported failures were no longer observed. The device was fully functional and a root cause of the anomalous telemetry failure could not be established.